Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016; fr995-27 aortic valce, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing thresholds and low p-waves. It was also reported that an alert had triggered on the left ventricular (lv) lead due to pacing impedance being higher than the programmed alert threshold. The leads remain in use. No patient complications have been reported as a result of this event.